Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with no delivery alarms and motor errors. It was also reported that the customer has scratches on the pump screen, and rainbow affect. It was reported that there are more sensor calibration errors now than before. It was reported that the customer declined help line assistance. No further information provided.